Event description:
A pt reported experiencing inaccurate erratic results with a erratic meter. The pt's blood glucose results were 84mg/dl, 153mg/dl 140mg/dl. Tests were done within < 10 minutes with a difference of 32%. Pt did not experience any adverse events. No further info has been reported. Note - customer cleaning meter incorrectly. Customer tested blood glucose three consecutive times. Customer punctured same finger 3 times. Customer not certain of date test strip first opened. Customer states maybe 3-4 months.